Event description:
It was reported that noise was observed on the right ventricular (rv) lead, leading to advanced hysteresis rate increase. No adjustments were made. The patient did not experience any symptoms.